Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2012 and a drain was placed. At first, a low pressure aspirator was used, and then a reservoir was used. After three days, it was found the anti reflux valve was detached and fell into the reservoir when the reservoir was reactivated. Activation of the reservoir was four times per day. The anti reflux valve was not touched when the reservoir was activated. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The valve was detached and inside the reservoir with the slit closed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.